Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01886 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a polyhesive patient return electrode were used during an rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, a console error (p1) occurred. The pad was moved slightly and the message disappeared. The procedure was completed without further issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01886 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a polyhesive patient return electrode were used during an rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, a console error (p1) occurred. The pad was moved slightly and the message disappeared. The procedure was completed without further issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).